Event description:
User reported that the heater-cooler failed to cool during the procedure. There was no patient harm; however, this type of event is considered reportable by spectrum medical.

Manufacturer narrative:
Cooling issue confirmed in investigation. A prior history of cooling problems was identified with the subject unit; therefore, the device shall be disposed of to prevent future clinical use.

Manufacturer narrative:
Device has been returned and root cause determination is pending investigation.

Event description:
User reported that the heater-cooler failed to cool during the procedure. There was no patient harm; however, this type of event is considered reportable by spectrum medical.